Manufacturer narrative:
Investigation: a one year review of the device's service history was performed with no issues noted that were related to the reported condition. The run data file (rdf) was analyzed for this event. Signals in the run data file showed the use of incorrect height and weight data resulted in a high tbv calculation. It also possibly qualified the donor for a collection of product the donor would not be eligible for. The incorrect data entry did not likely result in ac overinfusion (ac infusion rate for procedure =1.09 ml/min/l tbv; maximum allowed ac infusion rate = 1.15ml/min/l tbv), nor did it result in an over collection (15% of donor's actual tbv = 819ml; total volume taken from the donor =635ml). The clinical specialist provided feedback to the customer regarding the implications of incorrect data entry of donor information and how it can affect available procedures. No further related issues have been reported for this device. An internal CAPA has been initiated for incorrect data entry of donor information. Root cause: the root cause for the incorrect height and weight of the donor is a user interface issue.

Event description:
During review of run data files (rdfs) for an unrelated customer request, terumo bct found an incident of donor data entry error. In the rdf, it was noted that the height and weight of a donor had been entered incorrectly. Per center donation records, no adverse event occurred with this event. Actual height and weight: (B)(6), 57" height and weight entered: (B)(6) full donor identifier #(B)(6).

Manufacturer narrative:
This report is being filed to correct information. Corrective and preventative action: no corrective or preventative action is needed for this record at this time. The review indicates that the failure associated with this record did not exceed established statistical limits per our procedure.